Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Relative/friend via chat stated that the head of a brand new oral-b toothbrush refill detached itself inside their father's mouth. No injury was reported.